Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient experienced chest pain and called the emergency services. It was noted during transportation that the patient had bradycardia, so external pacing was used which was seen as noise on the right ventricular lead leading to numerous non sustained right ventricular oversensing seen on electrocardiogram. There was no device function indicating the origin of the event. Programming changes were made at the hospital and reviewed by the emergency room physician who had no complaints. The patient was stable.